Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had needed adjustments and continued to keep cranking the electricity up. The patient stated that the more they moved, the more they needed. The patient noted they were at 7.8. The patient stated they had been working a manufacturing representative and met with the healthcare provider every 30 days. Additional information was received from a consumer regarding a patient. It was reported that there was an unknown error code and it was possibly 375. The patient reported seeing different messages and the recharger antenna sometimes heated too much. The patient stated they had coupling changes (fluctuations) and needed to be in a sitting position for full coupling. The patient reported they kept getting bings and bangs which was clarified to mean coupling changes. The patient had to recharge almost every day, and it took at least 3 hours. The patient stated that it was at least an hour to charge previously. The patient stated this occurred when they were able to get full coupling. Additional information was received from the consumer on 2018-jun-04. It was reported that prior to the scs implant the patient had a spinal fusion that resulting in no signal going down the sciatic nerve down their left leg and also caused the patient to not be able to empty their bladder. The scs implant was put in to put a signal down their leg so they could put a sock and shoe on it and also helped the patient empty their bladder. It was noted that the patient had the implantable neurostimulator recharger (insr) antenna replaced and since then they noticed their bladder now had to be full to be empty when before they were not able to empty their bladder. This occurred in (B)(6) 2018. The consumer had been working with a manufacturer representative to keep increasing stimulation to optimize therapy. Last month, the representative decreased stimulation because of the bladder concern. Since the decrease, there had been an improvement with the bladder issue but it "should be better." Per the consumer, the representative was aware of the bladder report a couple of months ago. It was reported that recently ( couple of days ago) the battery in their back was puffed out and they could feel the wiring and they did not know if it moved. The consumer was currently charging and able to get a signal despite it being "puffed." Additional information was received. Health care professional reported the doctor determined there was no issue at the evaluation. Interrogation showed no coupling variances. Additional information was reported that the patient stated he ended up getting his ins replaced because the stimulation was causing effects on his bladder. The patient also mentioned that he had a spinal fusion in his neck causing tingling. No further complications were reported or anticipated.